Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm reported event. As per reporter surgeon believes the screw moved due to body motion. At this time no bone quality information has been provided. It is unknown if patient suffered a fall or if patient followed post-operative recommendations. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function..." "...care should be taken to insure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product has been returned.

Event description:
On (B)(6) 2018 patient underwent a posterior lumbar fusion procedure at l4/5 level. The position of the implants were confirmed by x-ray images and the surgery was completed. Reportedly, two days post-operative the patient's left leg became paralyzed. A CT image confirmed that the l5 screw had penetrated the inner bone. A revision procedure was performed on (B)(6) 2018 to replace the left l5 screw with a hook. Patient has been reported to be doing well post revision procedure.